Manufacturer narrative:
According to the description of the event, a trial head was broken/ torn. Neither the product in question, nor photos were provided for further investigation. Therefore, it cannot be determined without a doubt where or what exactly is broken. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the trial head. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The product is in use for over 5 years. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead).

Manufacturer narrative:
According to the description of the event, a trial head was broken/ torn. The affected product was provided to implantcast gmbh for optical investigation. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Based on the available information, no failure of the design or during the manufacturing of the product could be determined. The instrument is made of polymer and might have been weakened by temperature changes during multiple sterilization cycles before ultimately breaking under influence of high forces during intended use. A further potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The product is in use for more than 5 years. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Follow-up: implantcast gmbh was provided with the affected products on 07/15/2025.